Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the light guide fiber bundle (lcb).

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. The lcb is broken, service found out, stuffing error is the reason for the broken lcb.